Event description:
A surgeon reported two pts with over corrected cylinder following intraocular lens (iol) implant surgery. He noted this pt's symptoms are continuing due to the pt still having uncorrected astigmatism. The surgeon reported no medical or surgical intervention is planned for this pt. There are two medical device reports associated with this event. This is for the second pt.

Manufacturer narrative:
Eval summary: product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 07/14/2011, 07/18/2011 and 07/27/2011 by fax, phone and mail. A completed questionaire has not been received/ a completed questionaire was received on 07/29/2011. (B)(4).